Manufacturer narrative:
Product was not received by MFR for eval at this time. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: it was noticed when the drapes were removed that the pilot balloon was detached. The pt had to be reintubated. No pt injury reported.